Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer an infusion bag of methotrexate was prepared with a total volume of 2380 ml however, following the infusion the pump read a total infused volume of 3139.88 ml. There was no information on patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had methotrexate infusion volume discrepancy was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer an infusion bag of methotrexate was prepared with a total volume of 2380 ml however, following the infusion the pump read a total infused volume of 3139.88 ml. There was no information on patient involvement. Although requested, additional information was not provided.